Manufacturer narrative:
Visual assessment of the returned device shows the insertion needle is twisted and is bent on two planes. No t¿s or suture was returned. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the aforementioned damage. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that during a meniscal repair that the inserter was not working properly. Both implants came out at the same time. A backup device was available. No patient injury was reported.